Event description:
During a laparosocpic assisted vaginal hysterectomy the device misfired on the second firing. Staples were partially fired on the one side and not fired at all on the other side of the cut line on the right side of the uterus. The tissue was transected. An endocoagulator and ER 320 clip applier were used to stop bleeding. A stapler was opened and used one time to complete the transection on the right side of the uterus., the device was reloaded and used on the left side of the uterus for the third and forth firings without incident. There was no consequence to the pt.

Manufacturer narrative:
H4:d5:d6: information unavailableh6: code 400(other): wedge band bypass